Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes noted that her glucose rose and she pulled cannula and it appeared slightly bent. She also dropped a syringe and was unable to use it due to sterility concern. There was leaking found around the infusion set. There was patient involvement, and no patient harm / injury reported.

Manufacturer narrative:
D3 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.